Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the wound dressing was used on the patient's chronic diabetic foot ulcer, during which time the patient had developed a rash intermittently for months during treatment. The reaction was reported to be similar to eczema in appearance, with scaly, itchy, pink skin. As a result, the rash was treated with cortisone cream. The product was later discontinued and the wound care was changed to normal saline wet to dry dressings. The symptoms have subsided. The product was used in the past on the patient's foot without issues.